Event description:
It was initially reported to philips that the heartstart mrx defibrillator processor board crashed. It was clarified by the philips field service engineer that the power was interrupted mid software upgrade during an fco. There was no patient involvement.